Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow reading showed dashes on the sorin centrifugal pump system with tubing clamp. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the flow reading showed dashes on the sorin centrifugal pump system with tubing clamp. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the flow reading showed dashes on the sorin centrifugal pump system with tubing clamp. There was no report of patient injury. A sorin group field service representative spoke with the facility biomedical engineer and suggested to replace the flow probe and panel. A new flow probe and panel were sent to the customer and were installed by the biomedical engineer. The unit was found to be working properly following the replacement. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Customer performed repair.